Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not available for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. As stated in the event description, the acl graft was intact and as such this device functioned as intended. It is unknown why there were fractures in the bio-absorbable transfix pin located on the femoral side and how the device may have migrated out of the tunnel and into the lateral tissue. It is unknown if any additional arthrex devices were used during the revision surgery. The most likely cause of post-operative infection is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the original (r) acl reconstruction surgery with an allograft was performed 1/15/2010 due to a basketball injury. On 1/21/2010; post¿op follow up, pt. Doing fine and pt. Has started physical therapy. On 5/17/2010, another post-op follow up, pt doing good no pain. On 1/25/2011, a one year post-op, pt denied having episodes of pain or his right knee giving way; patient did report occasionally feeling a pop without associated pain. Patient returned to playing golf and jogging without any problems. On (B)(6) 2012; it was reported that his right knee started to swell the day before. The right hamstring felt tight. The pt denied any new injury or trauma. On the same day the surgeon noted the pt. Played golf the week prior, later that same night he experienced swelling posteriorly, followed by swelling of the rest of his right knee. On (B)(6) 2012; pt wrote to surgeon that his right knee was swollen and bruised on the back of his leg, from behind his knee to his calf. Surgeon asked patient to come into the office for an examination. On (B)(6) 2012 in a follow-up with the surgeon, patient stated he felt some aching/swelling in his right posterior knee but denied any trauma or inciting events. On (B)(6) 2012, MRI showed there were fractures in the bio absorbable pin located on the femoral side. On 7/20/2012, pt underwent a revision surgery to remove a 1cm fragment of the bio absorbable transfix pin in the lateral tissue. The acl graft was probed and found to be intact with moderate degenerative changes noted. The cartilage surface and menisci were intact without issue. On 8/5/2012; pt went to the emergency room due to his wound bleeding. It was concluded that he had developed a postoperative wound infection.